Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The display and backlight inverter were replace to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had no display and leds were illuminated. This condition is indicative of device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data; section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The display and backlight inverter were replace to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The display backlight inverter pcb was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Additional manufacture narrative: stryker further evaluated the replaced display backlight inverter pcb at the product assessment center (pac) and the cause of the reported issue was determined to be capacitor c45.

Event description:
The customer contacted stryker to report that their device had no display and leds were illuminated. This condition is indicative of device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.